Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the hv cable, I/o board and power supplies. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.

Event description:
The ge oec 6800 miniview fluoroscopy sys possibly had uncommanded x-ray, or appeared to have uncommanded x-ray.